Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j117 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j117 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photograph verifies the pump tubing organizer (pto) leak as blood splatter is seen inside the pto. The exact location of the leak could not be determined based on the photograph provided. A material trace of the pump tubing organizer used to build lot j117 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The root cause for the pto leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak in the pto. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient started a new ecp treatment with a new kit. The customer returned a photograph for investigation.